Manufacturer narrative:
Co evaluation of the device found the reported condition could not be reproduced. However, pusher wear was observed.

Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the cartridge disengaged. The surgeon retrieved the component without incident. A new instrument was used to complete the procedure.